Event description:
A customer reported an event of a "burnt smell" (odor) emitting from the sterrad nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2014-00028 and 2084725-2014-00029.

Manufacturer narrative:
Ni.

Manufacturer narrative:
Correction: from 208472511/22/2013012c to z-0744-0746-2014. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (6/22/2013 to 12/19/2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from february 2013 through january 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The asp field service engineer went onsite and was not able to confirm the odor. No parts were replaced and no parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.